Event description:
This rv lead was implanted on (B)(6) 2014 and was repositioned on (B)(6) 2014 due to perforation of the heart wall. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).